Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Food and drug administration reported via medwatch form that insulin pump was locked up and screen went blank. Customer¿s blood glucose was unknown. Customer stated that insulin pump started to beep and vibrate after removing the insulin pump as well as there was no response from the keypad. Customer was reverted to manual syringes. Insulin pump will not be returned for analysis.